Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 1/14/2019. Device returned to manufacturer ¿ yes. Device evaluation: two samples were received at the manufacturing site. The returned samples were not labelled with serial number or other identifying information and could not be identified ;therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search in the complaint history revealed that no other complaints for this production order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between 3/13/2018 and 11/12/2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a model zxt150 21.0 diopter intraocular lens was explanted from patient¿s operative eye because of patient experiencing glare. A model zcb00 22.5 diopter was used as the replacement lens for the patient. There was no incision enlargement, no sutures, no vitrectomy required. Patient is doing well post exchange. No further information provided.